Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a steady beeping then a no disposable alarm was noted. No further adverse effects were reported.